Event description:
Additional information was received which reported that impedance check showed numbers that were ¿too high¿. The revision was completed two days after the issue began. It was determined in the operating room that the lead had been placed in s4, not s3. As such, a new lead was implanted and the battery was replaced. The patient was reportedly doing ¿very well¿.

Event description:
It was reported that the patient¿s device ¿shocked¿ her. An impedance check showed ¿issues¿ with the device. The patient had chest pain and complained of shortness of breath. The health care provider (hcp) planned on doing a revision. About two weeks later it was reported on (B)(6) 2013 that the stimulation was on 5.9 volts and the patient was not feeling stimulation. Then all of the sudden the device ¿shocked¿ the patient in the vaginal area and she ¿jumped out of her chair.¿ the patient was told that the lead was not ¿making any contact on its own¿ and that ¿everything¿ needed to be replaced. The patient was told back in february that the ¿entire thing¿ needed to be replaced but got an x-ray at that time. It was thought at that time only the battery needed to be replaced. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # v013727, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional review indicated that it was previously reported in (B)(6) 2012 that the patient¿s internal battery wasn¿t working.

Manufacturer narrative:
(B)(4).